Event description:
On july 22, 1998, an in-process inspection found several v-vac cartridges with discrepant intake valves. The discrepancies ranged from complete but ragged cuts on the intake flaps, to partial or incomplete cuts. An uncut or partially cut valve does not allow for labeled operation of the v-vac suction unit. The intake valve is a component of the disposable containment cartridge which is also available as a replacement part catalog #985001.